Event description:
Customer reported being hospitalized for low blood glucose. Troubleshooting was performed and pump appeared to be operating normally. Occlusion test could not be performed since customer did not have clamp.